Event description:
One of the three screw tips broke off the 4.5 synthes cannulated screw while the physician was placing the screw. The screw fragment was visible under fluoroscopy, but too small to be removed. The screw was replaced with a non-cannulated screw, and the patient was not injured.